Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) wanted to review the presenting electrogram (egm) for this pacemaker after the patient fell and presented to the emergency department. It was not determined whether the fall was related to device function or if the patient tripped and fell on their own. The hcp also expressed concerns about oversensing and possible intermittent loss of capture (loc) on the presenting egm. Technical services (ts) reviewed the data and discussed options for troubleshooting and reprogramming. It was noted very limited information was available. No additional adverse patient effects were reported. This pacemaker remains in service.